Event description:
Reported a smiths medical cadd ms3 pump stopped running for about 6 hours. . A female with initials (B)(6) was off remodulin during that time. She is not feeling well and is having severe diarrhea. Reported she has to use the restroom very frequently and collapsed in the bathroom but did not lose consciousness. No further details provided. The drug is remodulin dose - 37 ng/kg/min - subcut. Frequency: continuous, start date: (B)(6) 2019, indication/diagnosis: secondary pulmonary arterial hypertension.